Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent touch screen unresponsiveness. The customer's blood glucose level was 110 mg/dl. At the time of the report the pump became completely unresponsive and the customer could not unlock the pump. It was indicated that the customer would administer manual injections as alternate insulin therapy.